Event description:
It was reported that during a device change out, the atrial lead exhibited noise, low impedance and an insulation anomaly. The lead was explanted and replaced. The patients condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the outer and inner insulations wereabraded at 29.5 cm to 30.5 cm from the connector pin. The outer coil filars were fractured in the same location, due to clavicular crush.